Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump was not delivering insulin. Customer's blood glucose was 331 mg/dl. Customer's mother reported the insulin pump did not record the bolus that was delivered in the bolus history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.